Event description:
It was reported that an unknown continu flo infusion set backflowed. It was noted that when an unknown tubing or syringe was connected to the ¿clave port¿ the unknown fluid would not flow into the distal tubing. The fluid was noted to backflow up the line into the bag. The patient was being infused with ¿maintenance piv lr and preop abx ancef¿. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.